Event description:
It was reported that during a laparoscopic cholecystectomy the device was not working properly during surgery as the jaws of the device got stuck. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4 batch #: a9ec7x. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? - no investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece. The device was disassembled to verify the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the handpiece and the device. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. It is possible that the broken component did not allow the device to torque properly and generate an alert screen. No conclusion could be reached as to what caused the damage to the tube collar component. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.